Event description:
Customer reported the power cord plug is broken, sparks shot out and unit shut down. No pt or staff injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the power cord. System operates as intended.